Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 3 of 7.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 2 of 7.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 6 of 7.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 7 of 7.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 5 of 7.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 1 of 7.

Manufacturer narrative:
Final results will be concluded in a subsequent MDR. One of three like devices is suspect to the seven pts. The clinic could not determine the suspect device so all three devices are being returned for evaluation. The seven reported events will be reported for each device.

Event description:
Within the last 3 years the clinic reported that several of their pts received skin burns during electrotherapy treatment. The clinic indicated six of the pt skin burns were of a significant degree. Pt 4 of 7.